Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display is blank.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the video cable after troubleshooting. Display functions properly. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.